Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer;got hospitalized; due to low blood glucose and after getting into a car crash. Troubleshooting was not completed as the customer was hospitalized and a health care professional or next of kin was calling. The insulin pump will not be returned for analysis.